Event description:
Per (B)(4) affiliate: catheter balloon burst during procedure. Filled with 7-10cc of sterile water. One catheter was retained for investigation. No patient injury reported. Patient current condition reported as fine.

Manufacturer narrative:
The device sample was received by the manufacturer but the investigation is still on-going.